Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. The aortic neck was 62mm in length and 22mm in diameter. It was reported that the patient was hospitalized due to a ruptured aneurysm caused by a type ia and a type 3 endoleak. It was also noted that the patient had acute kidney insufficiency. A secondary endovascular procedure was done on the same day. Another manufacturer's stent grafts were implanted along with a medtronic 28mm cuff. Two days later the patient had a shot through coagulation valves, no stool for five days, and the start of pneumonia. The patient was given antibiotics and discharged. The investigator assessed the event to be not procedure related and not related to the device. However, a subsequent adjudication stated that the company causality found a possible relation between the endurant device and the rupture. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that during the intervention procedure, a retroperitoneal hematoma was discovered. The patient also had hydronephrosis. They placed a nephrostomy catheter and the patient recovered. All of the patient's issues are now resolved. Additional information received also reported that the type iii endoleak was alleged to be a fabric endoleak. There was no observed proximal type I endoleak but the bifurcate was observed to have migrated. The physician elected to implant the endurant aortic cuff to resolve the issue. The cause of the kidney insufficiency was assessed by the investigator to be due to dehydration from a combination of bleeding and days of contrasting abdominal symptoms. The investigator assessed that the cause of the pneumonia and constipation could have been the result of the retroperitoneal hematoma. Per investigator, the cause of the type iii fabric endoleak was unknown.

Manufacturer narrative:
Additional information received reported that imaging done during the secondary procedure identified a type iii and a type ia. The physician investigator assessed these both to be new observations. It was further reported that there was a new aneurysm rupture event as well. It was also reported that the type iii endoleak was present prior to the intervention and was resolved after the intervention. There was no proximal type I endoleak. The physician extended coverage proximally with a cuff due to observed migration of the stent graft. The cause of the type iii fabric endoleak was unknown. Per the physician, the cause of the new aneurysm rupture was due to disease progression. It was also reported that the type iii endoleak resolved. The patient received antibiotics for the pneumonia and was discharged. The physician stated that eventually the type I endoleak was no longer present during the procedure and only the type iii was present. The reported and company causality were assessed to be possibly related to the endurant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review summary: the exact cause of the migration, type iii fabric endoleak, and aaa rupture could not be determined from the films provided. Films prior to implant, and earlier post-implant films were not available for review and comparison. The pre-implant screening crf noted that the neck angulation was 15 deg, and the neck diameter measured 22mm along a 62 mm length. CT¿s returned from 7 years post-implant revealed that an endurant bifurcate was positioned ~10mm below the lowest left renal artery, the proximal bifurcate od measured ~26mm, and there appeared to a be good proximal seal with 4 ¿ 5cm of remaining proximal seal length along the essentially straight aortic body. The infrarenal neck was now angulated ~50 deg a-p with this stent graft angulation occurring near the level of the flow divider. There appears to have been disease progression (neck dilatation) and potential migration. The aaa max diameter was >8cm and the aneurysm appeared to have ruptured along the left wall. Contrast was seen beginning at the top of the sac near the level of the flow divider. Although a proximal type I endoleak cannot be ruled out, this appears most likely to have been a type iii fabric endoleak. A discrete area of calcification was seen on the left/posterior side of the aorta along the ipsi limb, where it trans itioned from the 26mm distal neck into the aaa sac. It is possible that this potential type iii fabric endoleak was caused by the aortic calcification which may have penetrated the ipsi limb. Aneurysm morphology changes with aortic/limb angulation may have also exacerbated this potential fabric abrasion and resulting endoleak. Films during the intervention where an endurant cuff and other manufacturer¿s devices were implanted to resolve the migration and endoleak were not available. The cause of the clinical sequelae reported after the rupture could not be determined from the films provided, and may have been related to the rupture event. If information is provided in the future, a supplemental report will be issued.